Event description:
It was reported that a homechoice device experienced a system error 2367 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during cycle two of peritoneal dialysis therapy. During troubleshooting, it was reported that there could be a loose connection that led to this alarm. Renal therapy services (rts) advised the patient to disconnect from the cycler and to drain with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: vantive healthcare - mountain home. 1900 n highway 201. Mountain home, ar 72653. United states. Vantive healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa. Haina, san cristobal 91000. Dominican republic. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection from an unspecified location was reported; which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.